Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a photometer lamp which was past its life expectancy. The fse replaced the photometer lamp to resolve the issue. (B)(6).

Event description:
Customer reported the generation of high glucose (gluc) results on patient samples involving customers au680 chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of medical intervention or change / adjustment to patient treatment associated with this event.